Event description:
Angiogram images during implant were reviewed. A single valiant stent graft was implanted covering the lsa, and extending distally into the proximal descending thoracic aorta. The lsa has been bypassed via the left common carotid. The lsa is covered by the stent graft, however the native lsa appears patent. Contrast is seen at the mid-length of the stent graft within the false lumen. The source of the endoleak is uncertain; this may be a possible type ii endoleak from the lsa feeding the false lumen. Cta's 2 months most implant shows that the thoracic dissection does not appear to be completely covered by the stent graft. The thoracic dissection extends distally to the celiac, and the distal margin of the stent graft ends approximately 14 cm above the celiac. Contrast is seen in the arch near the mid-level of the stent graft, which may be due to incomplete exclusion of the false lumen by the stent graft. The distal portion of the stent graft also appears compressed within the dissected vessel; the distal graft margin od is 30mm x 19mm however the stent graft is patent. No stent graft related endoleaks or any stent graft issues are seen.

Event description:
A valiant stent graft was implanted for the endovascular treatment of an unknown thoracic aortic dissection. Aneurysm and vessel morphology was not reported. It was reported that at follow-up a CT scan noted an unknown endoleak; the physician believes that it is type 1b endoleak. However, the physician wants to clarify the exact source of endoleak. No other information was received. No clinical sequelae were reported and the patient is fine.

Event description:
The patient presented for a routine 6 month follow up appointment. The patient has been discharged and takes routine follow up. But, blood flow to false lumen is still found. Angiogram images from 6-month follow-up were reviewed. The native lsa is still patent. It appears that the dissection entry tear is not sealed as there is still blood seen feeding the false lumen near to the celiac artery. No additional stent grafts have been implanted. The configuration of the originally implanted device appears to similar to previous film studies.

Manufacturer narrative:
Method: film evaluation.

Manufacturer narrative:
Film evaluation.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (lack of information, unknown cause of endoleak). Conclusion: inherent risk of a procedure (endoleak), (lack of information, unknown cause of endoleak).